Event description:
It was reported that the embolization coil did not detach following multiple detachment attempts. The user twisted/rotated the delivery pusher until the implant broke from the pusher. Upon withdrawing the delivery pusher from the microcatheter, it was observed that a distal portion of the delivery pusher had broken off and remained in the patient. Angiography revealed that the distal pusher segment extended from the aneurysm being treated into the parent artery. No attempt was made to retrieve the distal pusher segment from the patient. No clinical sequela were reported.

Manufacturer narrative:
The broken delivery pusher was returned to the company for analysis. It consisted of the most distal 5.0cm of the delivery pusher. The pusher exhibited damage to the remaining distal end consistent with being rotated/twisted until breakage. The delivery pusher lead wires were separated from the core wire. It is unknown if the v-grip detachment controller used with this incident functioned normally. The device instructions for use advise the user to withdraw the embolization coil and pusher from the patient if after 3 attempts, the embolization coil does not detach from the delivery pusher. The instructions for use further advise the user to not rotate the deliver pusher, as premature detachment of the embolization coil. The root cause for this reported non-detachment event cannot be determined. The company recognizes that more than 30 days elapsed between the time that the first (B)(4) employee became aware of the event, and the date that this MDR was submitted. This situation was complicated by the fact that the event occurred in (B)(6), and it was not understood by us personnel that the information was reportable until january 14, 2010. This reporting delay is an isolated event.